Event description:
This is a legal matter between the physician and his pt. The pt's attorney reported the alleged safety incident to lumenis on or about 04/26/2006, alleging that the pt had been injured in connection with a vasculight treatment. No other details, including the date of the alleged incident, were provided to lumenis.

Manufacturer narrative:
No details regarding the alleged injury were available at the time of the initial investigation by lumenis, and no further investigation was possible. The complaint was closed until such time as discovery may yield add'l details for investigation. Other customer did not make the device available for evaluation by lumenis. In the original analysis, this incident was determined by lumenis not to be MDR reportable. This incident was later reclassified by lumenis as MDR reportable as a result of an internal audit and the FDA letter dated july 25, 2006.